Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. The customer reported that the unit of measurement setting of the meter had changed before. In 2006, the customer obtained a reading of 200 mg/dl. The customer thought the reading was 20.0 mmol/l and took insulin based on this. The customer became dizzy and lost consciousness. Paramedics were called and a reading of 1.6 mmol/l was obtained on their meter. The customer was given a glucose injection by paramedics. The customer was not hospitalized.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.